Manufacturer narrative:
The unit was received for investigation on september 08, 2025. There was no confirmation for the return reason of oxygen error. No trouble found. Ran the unit for 24 hours - no oxygen error popped up or recorded on the data log. The unit is working well and within specifications. The patient received a replacement unit.

Event description:
On (B)(6) 2025, the patient's daughter called inogen to report the patient had been admitted to (B)(6) hospital, sunday night because her poc wasn't working and her o2 levels had dropped. Per the daughter the patient was currently on a bipap machine at the hospital before being released from the hospital. Inogen, attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature of the patient's daughter claiming the patient had gone to the hospital due to the incident. Intervention is unknown.